Event description:
It was reported that the patient noted severe pain and a "sunburn feeling" on the left cervical spine following a l3-l6 procedure. Lidocaine and marcaine were in use for local anesthetic. The console was set to 60°c, and no malfunction was alleged with the equipment. The ablation procedure itself was completed but unsuccessful for the treatment of pain. The patient returned for facet joint injections consisting of lidocaine, marcaine, and dexamethasone to treat dysesthesia due to wallerian degeneration that was alleged to have occurred during the original ablation procedure.

Manufacturer narrative:
Corrected data: this report was filed in error. Upon further investigation and expert medical opinion, the reported event is a potential known side effect of rf procedures. The subsequent injection for pain was not required to treat or prevent permanent impairment. Additional information: d9.

Event description:
It was reported that the patient noted severe pain and a "sunburn feeling" on the left cervical spine following a l3-l6 procedure. Lidocaine and marcaine were in use for local anesthetic. The console was set to 60°c, and no malfunction was alleged with the equipment. The ablation procedure itself was completed but unsuccessful for the treatment of pain. The patient returned for facet joint injections consisting of lidocaine, marcaine, and dexamethasone to treat dysesthesia due to wallerian degeneration that was alleged to have occurred during the original ablation procedure.